Manufacturer narrative:
Data acquisition (da) pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was installed in the fi test ventilator. Operational test was performed and the ventilator powered up from ac and delivered breaths. The ventilator operates for 2 hours without failures. Pressure accuracy test was also performed and passed. No errors were generated.

Event description:
The customer reported that the unit has error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.